Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 200 mg/dl at the emergency room. The customer was at 80 to 60 mg/dl on the day if the call. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported getting a motor error alarm on the pump, but was able to rewind the pump. Troubleshooting was not completed. The customer stated the pump may have been exposed to strong magnetic fields. The insulin pump will be returned for analysis.